Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation. An insertion test was performed using a new lab quick set on rubber skin. The quick-serter failed per inspection and the walls were found with excessive glue from the quick-set tape.

Event description:
It was reported that the customer had high blood glucose levels of 551 mg/dl. The customer treated with manual insulin injections. It was reported that the serter for the insulin was not releasing the cannula for the infusion set properly. The customer reported wasting three infusion sets because the set tape was sticking to the serter. Troubleshooting was done. No additional information was provided.